Event description:
Patient was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Insulin pump therapy was resumed during the hospitalization and the pt had continued to use the device with no reported subsequent events.